Event description:
It was reported that pump displayed cartridge change error message. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, and no additional information was received regarding the outcome of the event.